Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin was broken. The patient stated that the ins recharger displays the recharger needs to be charged screen, however when plugged into the desktop charger the recharger does not charge. The patient denied the recharged being dropped or wet. The patient stated that as he could not recharge his ins to use therapy his normal pain has returned. Patient was implanted for non-malignant pain.